Event description:
Additional information became available that this device and right ventricular (rv) leadwere explanted and replaced.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shocking lead impedance measurement of greater than 200 ohms in all shocking configurations. The patient was diagnosed with colon cancer and therapy was off for patient will have a surgery. Boston scientific technical services (ts) discussed potential factors that could cause an out of range measurement. Additional information was received indicating that an x-ray was done but did not reveal any anomaly. The physician elected to turn off sensing in case sensing issues will develop to avoid unnecessary shocks. The patient will have the lead replaced after colon cancer surgery will be completed. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
--